Manufacturer narrative:
Evaluation results: one medfusion pump was returned for investigation in used condition. The tamper seals were intact. Visual inspection revealed a broken tab on the back plate of l the bracket. The pump was in good condition otherwise. No error relating to the customer reported problem was found in the event history log. To functionally test the device, the investigator connected the pump to a dl3500 application so that the customer configuration could be converted to a standard configuration (1a12). The pump was able to convert into the standard configuration. The customer reported product problem was not replicated during the test. No fault was found with the pump. The left plunger case (which was cracked from the inside) was replaced. The pump passed all functional testing.

Event description:
It was reported that the user was unable to change the default settings on the medfusion pump. No patient injury or complications were reported in relation to this event.

Manufacturer narrative:
Other, other text: b5: updated with additional information.

Event description:
It was reported that the user was unable to change the default settings on the medfusion pump. No patient injury or complications were reported in relation to this event. Additional information was received on 06-july-2020 indicating that there was no patient injury.